Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and missing assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease and stress marks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture (stage 2 shell)" and "capsular contracture baker grade ii". This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported "rupture (stage 2 shell)" and "capsular contracture baker grade ii". This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Clarification to d6a. Implant date: (B)(6) was reported. E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii.